Event description:
It was reported that the patient's right knee was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding infection involving an unknown triathlon insert implant was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#triathlon size 6 universal baseplate; cat#unk_jr; lot#unknown. Device name#triathlon 12x50 cemented stem; cat#unk_jr; lot#unknown. Device name#triathlon symmetric c cone; cat#unk_jr; lot#unknown. Device name#triathlon 10mm augment; cat#unk_jr; lot#unknown. Device name#triathlon 10mm augment - 2 of 2; cat#unk_jr; lot#unknown. Device name#triathlon size 7 right ts femur; cat#unk_jr; lot#unknown. Device name#triathlon size 6 right central femoral cone; cat#unk_jr; lot#unknown. Device name#triathlon 15x50 cemented stem; cat#unk_jr; lot#unknown. Device name#triathlon 25mm stem extender; cat#unk_jr; lot#unknown. Device name#triathlon 5mm posterior augment; cat#unk_jr; lot#unknown. Device name#triathlon 5mm posterior augment - 2 of 2; cat#unk_jr; lot#unknown. Device name#triathlon 5mm distal augment; cat#unk_jr; lot#unknown. Device name#triathlon 10mm distal augment; cat#unk_jr; lot#unknown. Device name#triathlon size 38 asymmetric cemented patella; cat#unk_jr; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.